Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after insertion of a 5f mynxgrip vascular closure device (vcd) with the balloon inflated, when the system was pulled back, everything came out. There was no reported patient injury. The mynx vcd was prepped according to instruction for use (IFU) instructions. The balloon did not lose pressure, and the device was purged of air during prep. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle of 30-45 degrees of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The physician requested the rest of the box be pulled with 5 remaining units. The procedure used a retrograde approach. The deployer's mynx trained. Additional information was requested but not provided. Five sterile devices will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after insertion of a 5f mynxgrip vascular closure device (vcd) with the balloon inflated, when the system was pulled back, everything came out. There was no reported patient injury. The mynx vcd was prepped according to instruction for use (IFU) instructions. The balloon did not lose pressure, and the device was purged of air during prep. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle of 30-45 degrees of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The physician requested the rest of the box be pulled with 5 remaining units. The procedure used a retrograde approach. The deployer's mynx trained. Additional information was requested but not provided. Five sterile mynxgrip vascular closure devices 5f from the lot involved in the reported complaint were sent for investigation. Visual inspection of the received devices showed that they were inside their original packaging along with the corresponding IFU, and all components were present in the packaging trays as expected for the intended use of the devices. The samples were inspected for functional testing. The balloon was successfully inflated and passed the fixture verification, and then it was completely deflated as expected per the IFU. All units were sampled to ensure 100% assurance that there was no relation to the reported unit nor any other type of malfunction. During this analysis, no functional anomalies were observed to the returned devices. The returned devices performed as intended per the mynxgrip instructions for use. The reported event of ¿balloon-pull through¿ could not be confirmed as the complaint device was not returned for analysis. Additionally, the event was not confirmed through analysis of the 5 sterile units received since there were no issues noted. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, prepping/handling factors (even though it was reported that the device was purged of air during prep) possibly contributed to the balloon pull through as there were no issues noted with the sterile devices from the same lot. According to the IFU, which is not intended as a mitigation, the device preparation instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull gently on the device handle until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy/venotomy, resulting in removal of the device and access. If the balloon was properly purged of air and excessive tension is applied to the device during the sealant deployment step, that can cause the balloon to be pulled through the arteriotomy/venotomy as well. Neither the product analyses of the sterile units, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.